Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke off inside the patient. It was confirmed via x-ray that all broken pieces were removed from the patient.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: missing pieces. Probable root cause: use error, instrument wear, excessive device loads, reprocessing/handling error, contact forces. The device manufacture date is not known. Gtin: (B)(4).

Event description:
It was reported that the device broke off inside the patient. It was confirmed via x-ray that all broken pieces were removed from the patient.